Event description:
According to the report, the centers for disease control and prevention (cdc) received information via a user facility regarding three reports of staphylococcus aureus pre-implant cultures. Two of the pre-implant cultures involved cryolife aortic valves while the third was associated with a valve from a separate manufacturer. These cases were previously reported in a medwatch report (MDR#1063481-2006-00004) submitted on 02/28/2006; however, the present report is being submitted in response to a request to provide a separate report regarding each incident. This report addresses the second aortic valve allograft in the cdc report, which exhibited positive culture for methicillin resistant staphylococcus aureus. The user facility explained that one of the three patients who received the allografts became symptomatic, including febrile episodes apparent approximately one to two weeks post-operatively. The hospital contact has indicated that these episodes were attributed to a septic condition; however, it is not clear what other conditions or symptoms were considered in establishing the connection. The patient received vancomycin, possibly prophylacticly in response to the culture results, but subsequently expired with no exact clinical determination as to the cause of death; furthermore, no post-mortem cultures indicated any presence of s. Aureus. It appears that the reported patient's death is associated with the allograft noted in the previously submitted MDR report, as no adverse patient outcome was specified in the file related to the allograft associated with the present report; however, attempts to verify this information with the hospital have not been successful.

Manufacturer narrative:
An investigation of processing, manufacturing and microbiology records associated with this allograft has been performed and indicated that the allograft met all criteria for release and implant. Microbiological testing was performed within specification and with acceptable results. A medical review also confirmed that the available medical records and microbiology data do not suggest a systemic infection or disseminated contamination present in the donor at the time of death. From the available information, it appeared the most likely possiblity for the positive pre-implant cultures was a potential contamination at the implant site. During investigation, the cdc noted that the reported cultures, and subsequent unconfirmed infections, were likely the result of hospital contamination. Additionally, both the user facility and the cdc acknowledged that there was no indication that contamination specifically came from the tissue donor, and that it was possible the strains were introduced to the hospital by other means. While it appears that the noted events are not likely attibuted to the allograft, with the available information, no specific determinations can be made in regards to the source of the reported pre-implant culture or cause of the reported death. This report is closed, unless otherwise specified.